Event description:
It was reported that the patient's implantable cardioverter defibrillator  (ICD) experienced premature battery depletion. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 63% of the expected longevity. A 5076, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).